Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that after eating lunch, just after 1:00pm, his blood sugar had dropped to 40mg/dl and the receiver did not alert him. The patient indicated that he ended up going to the hospital and while he was in the hospital, they checked his blood sugar and the bg meter was reading 278mg/dl, compared to the cgm that was displaying 378mg/dl. Treatment at the hospital is unknown. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.